Event description:
A customer contacted beckman coulter inc., (bci) and reported that during the weekly maintenance they noted smoke emitting from the card cage of the access 2 portion of the dxc 600i instrument. There were no flames or fire, and no injury to user. The fire department was not dispatched. There was no clinical impact. No false results were generated due to this event.

Manufacturer narrative:
Customer technical service (cts) had customer power down instrument and wait for service to arrive. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered the stepper motor driver board and power distribution ribbon cable had been shorted out. The fse replaced the parts and primed the system. The instrument has all appropriate safety ratings. Hardware is the root cause for this event.